Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: six static images and a mpxr questionnaire were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was provided and confirmed a good load. The valve was deployed to 80% and it appeared to be significantly under expanded. The under expanded valve was not deployed, and was subsequently recaptured and discarded. Proper action was taken by the physician and the field team to ensure patient safety was assured and a new valve was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed with a 20mm non-medtronic balloon. Following the bav, the valve was deployed to 80% and the valve appeared very constrained. No infold was detected during the initial fluoroscopy check. The valve was recaptured and withdrawn from the patient. A new valve was loaded and successfully checked. Subsequently, the implanting physician performed another pre-implant bav with a 22fr non-medtronic balloon. The new valve was then completely deployed. It was noted the patient¿s heavily calcified anatomy contributed to the expansion issue. No adverse patient effects were reported.